Manufacturer narrative:
Evaluation summary: the product has not been returned. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional info has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noted the lens had a broken haptic. He noticed the broken haptic prior to implanting the lens. The incision had been made. The procedure was canceled and will be rescheduled. The nurse noted the pt is "not seeing". Additional info was received from the nurse that the pt was left aphakic. A second procedure has been scheduled, but no info has been received as to whether the procedure has been completed. During the initial procedure, only phacoemulsification was performed. The reporter stated that the phaco unit presented an error message that the handpiece was obstructed. The intraocular lens did not contact the pt. Additional info has been requested. Include change of lens model in local report follow up.